Manufacturer narrative:
(B)(4).

Event description:
A pt experienced an underdose, as their pump had underwent a constant motor stall. "Stopped pump period may exceed tube set" was indicated on (B)(6) 2010, which two days after the motor stall. A critical alarm was heard, and was confirmed by telemetry. Pump event logs confirmed the motor stall with no recovery recorded. The following medications were administered via the pt's pump: hydromorphone (8.0 mg/ml at 4.2022 mg/day), bupivicaine (23.3 mg/ml at 12.29 mg/day), and clonidine (900 mcg/ml at 472.75 mcg/day). The pt's outcome was not reported. Add'l info is being requested, and will be provided in a f/u report as it becomes available.